Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room and was observed to be very ill. The patient had received shocks for a rhythm that was below the rate cutoff that was wide and oversensing occurred. However, external therapy was required at the same time as the patient was in cardiac arrest. A boston scientific technical services consultant stated that clinically, the therapy may have been appropriate despite the oversensing. The consultant discussed programming options once the patient has been stabilized. No additional adverse patient effects were reported.